Manufacturer narrative:
Patient weight not made available from the site. 08/03/2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 08/03/2015: a medtronic representative, following-up at the site, reported the behavior could not be replicated. No further issues have been reported.

Event description:
A site representative, neurocoordinator, reported on (B)(6) 2015 that while in a spinal fusion procedure on (B)(6) 2015,the surgeon alleged being inaccurate by a whole level. The procedure was then switched from minimally invasive surgery (mis) to an open surgery. The surgeon opted to complete the procedure without the use of the navigation system and without the imaging system.

Manufacturer narrative:
Patient weight provided. Device manufacture date updated to proper value.